Event description:
Patient was here for a hgns (hypoglossal nerve stimulation) download, and during the sensing check. The device had electrical interference. When this happened, this left the patient's tongues protruding out of his mouth. We had to power down the programmer to get his hgns back to functioning correctly. I had to get another programmer to turn off the device.